Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had low blood glucose. Customer's blood glucose was 58 mg/dl. Customer treated with food and drink. Troubleshooting was done. Customer had no delivery alarmed and failed battery test. During the troubleshoot insulin pump alarmed motor error. Customer stated the insulin pump was exposed to magnetic resonance imaging. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify failed battery test alarm and perform the occlusion, prime and excessive no delivery test due to motor error alarm during rewind. The insulin pump received with cracked reservoir tube lip, missing end cap sticker, cracked reservoir tube and minor scratches on lcd window.